Event description:
On 02/15/2025, it was reported by a sales representative via (B)(4) that an ar-5400-02 targeting handle prongs are bent and will not seat. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-5400-02 serial/batch number (B)(6) was received for evaluation. A visual evaluation found a slight bend in the prongs. Functional testing was performed with well know good parts, and it was noted resistance when the ar-5400-04 vip¿ glenoid targeter, locking nut was screwed onto the ar-5400-02. The inside diameter was tested according to drawing c17095 at revision 3. ø.551 ± .001 result: pass with friction. The most likely cause of the reported failure is damage to the device, which prevents an easy couple with the mating part. The device's manufacturing date. 12/22/2023.